Manufacturer narrative:
It was reported by the customer that they found two more lots of syringes (part number 8881135609, lots 2503000564, 2431700964) with particles and fibers. Eight samples of the syringe barrel assembly were submitted for quality evaluation. Under magnification, foreign matter in the form of particles and fibers were seen inside the barrels. All eight of the syringes confirmed the failure reported. The details of the report were relayed to the supplier of the syringe, and a case has been created. The root cause for the foreign matter on the syringes is unknown. The supplier was informed of the issue for further investigation. We will continue to monitor the issue and escalate the issue if a trend is identified. Device history record for cardinal supplied parts is owned by the supplier of the syringe. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No further information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd monoject barrel syringe has foreign matter. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that they found two more lots of syringes (part number 8881135609) with particles and fibers.